Manufacturer narrative:
A review of the data showed that the sample had a curve indicative of a positive result with an unusual shape. The investigation determined that due to the unusual curve shape, the algorithm could not calculate an appropriate curve. An optimization of the settings is planned for a future version of the software to address the issue. At this time, this is the only complaint related to this issue.

Manufacturer narrative:
The investigation is on-going.

Event description:
A customer from japan alleged discrepant results for a single patient when using the cobas hbv quantitative assay for use on the cobas 58/68/8800 systems. The alleged sample initially generated titer max result on (B)(6) 2023. On (B)(6) 2023, the same sample was retested and generated an invalid result. On (B)(6) 2023, the same sample was retested and generated a target not detected (tnd) result. A competitor serology test (details unknown) for hepatitis b core antigen was positive.